Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was rising from 200 mg/dl to 400 mg/dl the day prior. The customer reported they were currently in a rehabilitation center and was on manual injections. The customer also reported a hospitalization event on (B)(6) 2017 for high blood glucose. The customer's blood glucose was unknown at the time of admission. The cause of the hospitalization was from diabetic ketoacidosis. The customer was treated with insulin and an IV drip. The customer was disconnected from the insulin pump for less than 48 hours prior to the hospitalization. Troubleshooting was completed for the insulin pump. The customer's current blood glucose was unknown. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.